Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one dilator and peel apart sheath were returned for evaluation. Visual and microscopic inspection noted that the distal end of the dilator was damaged and misshapen. Therefore, the investigation is confirmed for the alleged damaged/defective dilator. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event

Event description:
It was reported that the dilator of the port catheter became bent, making the device unusable. There was no patient involvement.